Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
It was reported that there was a problem on four devices in surgery. On (B)(6) 2020, it was additionally reported that two of four devices were used in the same procedure. Probe damage error occurred on the first device. The user exchanged it for the second device and continued the procedure. The probe of the second device broke off. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. No further information about the other two devices was provided. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On october 14, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was partially separated. This is the report regarding the separation of the tissue pad on the first device.